Event description:
It was reported that the device had failing volume tests. No patient injury was reported.

Manufacturer narrative:
Customer reported that the device had failing volume tests. Performed three separate delivery accuracy tests. Running three accuracy tests, the pump was found to be within manufacturing specifications. Unable to determine what caused the problem.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump failed volume tests (20ml at 125ml/hr resulted in 18.37-18.44ml). There was no reported adverse event.